Event description:
It was reported that this implantable pacemaker reached end of life (eol). Physician was questioning the accelerated depletion. Furthermore, this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.